Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking infusion sets is unconfirmed; however, an occlusion was found in the returned samples and was determined to be supplier related. A 20g x 1.0in safestep infusion set were returned for evaluation. An initial visual observation revealed one infusion set was returned out of the packaging. Empty packaging with batch number asjnfc192 was also returned. The sample was observed to have the safety mechanism activated. A functional test of flushing the returned infusion set with water using a 12ml syringe was performed. A partial occlusion was noticed on the sample, as a significant amount of pressure was required on the syringe in order to flush the infusion set. A microscopic observation revealed no obvious adhesive presence or other occlusive material in the returned sample. An attempt was made to insert a thin wire in the device, and an occlusion was noticed further within the needle housing. The occlusive material found within the infusion set is most likely excess adhesive from the assembly process of the needle, tubing, and housing components. The supplier has been notified of this event.

Event description:
It was reported that there was leakage at the disc during bolus injection.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.